Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the thigh which is an off-label insertion site, on (B)(6) 2026. The patient experienced pain after inserting the sensor which prompted him to remove the sensor the same day it was inserted. Upon removing the sensor, the parent reported that the sensor wire had broken from the wearable and remained embedded in the patient¿s skin. On (B)(6) 2026, the patient visited an urgent care clinic, where two x-ray images confirmed the presence of the retained wire in the patient¿s skin. At a later, unspecified date, the patient underwent a minor surgical procedure using local anesthesia (unspecified route) at the insertion site, but the surgeon was unable to locate or remove the wire. The area was then cleaned with saline and soap and covered with gauze. The patient was prescribed over the counter bacitracin cream for daily topical use and began treatment the same day. On (B)(6) 2026 the patient experienced pain again at the insertion site and had difficulty walking. The parent is currently awaiting further guidance from the physician regarding next steps and any potential diagnostic testing. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.